Event description:
Patient revised on (B)(6) 2021 due to rotator cuff failure, approximately 9 months following primary surgery. Surgeon converted anatomic configuration to a reverse, explanting all components except the stem (3-4 peg glenoid size s, size 48 +5mm centered spacer, and 48x19 offset cocr head) and then implanting reverse components (135/145 36/+3 standard humeral cup, 36mm centered glenosphere with screw, 24mm glenoid baseplate, +6mm post extension, and 3 screws).